Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) and shocked the patient. It was suspected that the rhythm was supra ventricular tachycardia (svt) and is therefore inappropriate. The device remains in use and appears to be currently functioning as programmed. No further patient complications have been reported as a result of this event.